Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and load cell verification. There were no discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the adverse events of generalized swelling and the need for an increased dosage of lasix (diuretic). Per the peritoneal dialysis registered nurse (pdrn), the patient¿s liberty select cycler did not drain the patient¿s abdomen completely, which led to the swelling. While there is no objective evidence indicating an association between the liberty select cycler and the patient¿s adverse events; the liberty select cycler cannot be excluded from having a possible causal or contributory role. Due to the lack of specific information, and a pending manufacturer evaluation, there is insufficient evidence to conclude the root cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support requesting assistance with a ¿patient line is blocked¿ soft alarm. During the call, the patient stated that after speaking with their peritoneal dialysis registered nurse (pdrn) they increased their pd solution strength to 4.25% and increased their medication for swelling (specifics not provided). During follow-up on (B)(6) 2019, the pdrn reported that the patient¿s generalized swelling (specifics not provided) was due to their liberty select cycler not draining the patient¿s abdomen completely, which was allowing the fluid to be reabsorbed. The patient¿s lasix dosage was increased (dosage not provided) to help reduce the swelling, in conjunction with the utilization of heparin (dosage not provided) and a 4.25% strength delflex solution. The patient has been utilizing a loaner liberty select cycler from their outpatient dialysis clinic since (B)(6) 2019 without issue. The patient will begin utilizing the replacement liberty select cycler on (B)(6) 2019. The pdrn stated the patient did not require hospitalization and is recovering from the events. The patient no longer requires an increased lasix dose, and the 4.25% strength delflex was discontinued once the patient¿s swelling improved. Per the pdrn, the patient returned to utilizing 2.5% strength delflex following the events. The patient continues to perform ccpd therapy without issue. Reportedly the patient¿s pd catheter (not a fresenius product) was assessed and functioned appropriately while performing manual exchanges at the outpatient dialysis clinic. The cycler was scheduled to be returned to the manufacturer for physical evaluation. Additional information has been requested, however has not been received.